Manufacturer narrative:
Returned device was received in decent physical condition but the door knob on the battery door was broken. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. The issue was found to be a fault with the microprocessor board. The microprocessor boar was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited lec 45982. There was no patient involvement in this event. No adverse effects were reported.